Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient's sepsis and infection could not conclusively be determined through this evaluation. Additionally, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) and the reported events could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information regarding the event; however, no further information was provided by the account. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 of the IFU, introduction¿ lists potential adverse events, including respiratory failure, sepsis, and infection that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under "ongoing patient assessment and care") lists infection as a potential late postimplant complications. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The current revision of the IFU can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away due to respiratory failure, sepsis, and complicated infection.